Event description:
Additional information received indicated the erosion was due to a chronic infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2938836-2017-28897 and 2938836-2017-28965. During follow-up, erosion of the subcutaneous device pocket was observed. The entire system was explanted and replaced. The patient was stable.